Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {non-implantable}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic bioprosthetic valve (tav), the patient's hemodynamics became unstable. It was observed that the patient's systolic pressure dropped from 140 millimeters of mercury (mmhg) to 60 mmhg. Subsequently, vasopressors were administered to treat the hypotension.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the valve in this report may have caused or contributed to a death or serious injury or that the valve in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. The physician stated the adverse event was not related to the valve, and the valve was not implanted in the patient. Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic bioprosthetic valve (tav), the patient's hemodynamics became unstable. It was observed that the patient's systolic pressure dropped from 140 millimeters of mercury (mmhg) to 60 mmhg. Subsequently, vasopressors were administered to treat the hypotension. Additional information was received that the delivery catheter system (dcs) was inserted when the drop in blood pressure occurred. Per the physician, the dcs contributed to the hypotension; however, the valve did not cause or contribute to the hypotension. A procedural delay occurred as a result of this event.